Event description:
A patient reported blood glucose results of "175, 183 and 272 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. In addition, the patient was incorrectly applying the blood sample to the strip and the strips were miscut off-center which could cause inaccurate meter results. The patient did not allege harm or injury. There is no evidence of a serious injury or adverse event. This case is being reported as a malfunction due to the fact the strips were miscut off-center; thus indicating that the reported meter meets the criteria for a medical device reportable, due to a malfunction.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.